Event description:
It was reported that the patient presented to the emergency department with complains of syncope. A transmission noted the right atrial (ra) lead with possible far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).